Event description:
The user facility reported a water leak from their system 1e, during a diagnostic cycle, spilling onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, ran a diagnostic cycle and confirmed that the unit was leaking water from the right corner of the lid. The technician inspected the unit and found the cause of the leak was due to the right lid latch not engaging the latch hook properly. The latch did not engage properly as the latch hook on the unit was bent out of adjustment. The technician indicated that this kind of damage is typical of operators slamming the lid closed or pushing the lid closed from only one side. When the lid seal inflated, the improperly latched hook allowed water to escape past the seal, and leak from the unit. The technician replaced the lid seal, lid assembly, adjusted the lid latch hook, and instructed the facility how to properly shut the lid to prevent the latch hook from coming out of adjustment. The technician ran a test cycle, confirmed the unit met all specifications and returned the unit to service.